Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
Customer reported hospitalization due to gastroparesis and throwing up. Customer stated that the hospitalization had nothing to do with diabetes or the insulin pump. Customer reported that their blood glucose readings at the time of the hospitalization were in the 300 mg/dl range. Customer stated that the doctor gave her too much insulin and the customer went low and then was treated with a glucagon shot. Customer stated that their blood glucose readings during the second hospitalization were in the 100 mg/dl range. Customer also mentioned a scratch on the display screen. Customer's blood glucose reading at the time of the call was 361 mg/dl and has treated with the insulin pump. No further information reported.